Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system displayed a collimator initializing error when turned out. The system was rebooted which resolve the problem. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while the imaging system was turned on the system displayed the collimator initializing error. The imaging system was rebooted which resolved the issue. No patient was present during the time of the reported incident.

Manufacturer narrative:
Additional information: while testing the imaging system, the representative reported that the collimator gear was worn.